Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an altitude alarm after exiting from an airplane. The customer has been unable to clear the alarm. The customer was unsure if the blood glucose level was impacted; the customer was "fine" when tandem technical support was contacted.